Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n297389011, implanted: (B)(6) 2012, product type catheter; product ID 8709sc, lot# n297389011, implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received. Hcp reported to be unsure of the cause of the event but most likely the catheter. There was a failure to aspirate. A revision of the catheter was done. It was reported that when hcp went to remove the remaining 12ml left in pump, 42ml was removed. Non-serious injury/illness reported.

Event description:
It was reported that there was a volume discrepancy. It was noted at the first refill after implant all 40ml of drug were aspirated from the pump. No expected residual volume was reported. It was later noted that the pump was 'accessed via the port' and 'unable to aspirate at all.' It is not clear which port was accessed. That the patient was sent to a neurosurgeon. The system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: catheter model 8709sc, lot# n297389011, implanted: (B)(6) 2012. (B)(4).